Event description:
International affiliate reports that instrumentation was done with jaguar I/f cage for spinal canal stenosis and spondylolisthesis. During the surgery, the surgeon implanted the cage too deeply in l4/l5. The surgeon tried to change the position of the cage by pulling the device with an inserter and the cage broke. A portion of the cage was removed from l4/l5 but another portion of the cage was left in l4/l5. Another cage was implanted and the surgery was completed. It was reported that the surgeon thought that the reason for cage breakage may have been lever force, ie. Bending force during the pulling of the device. Note: the catalog number of the cage has not been cleared for market in the u.s. However, devices of a similar design have been cleared for market in the u.s.

Manufacturer narrative:
A follow up report will be filed upon receipt of the retrieved portion of the cage and completion of the evaluation.

Manufacturer narrative:
Visual inspection found that a broken piece measuring 0.324 in x 0.355 in x 0.238 in long was returned for evaluation. The remaining portion of the cage was not available for evaluation since it was left in the patient as noted in the complaint description. No definitive conclusions can be made from the evaluation of the returned portion of cage. However, it is likely that the cage was exposed to a higher than anticipated circumstance of lever/bending force during repositioning therefore resulting in cage malfunction. At this time, the complaint is considered to be closed.